Event description:
It was reported that approximately 6 months post rx acculink stent implantation in the heavily calcified left internal carotid artery, the patient was found to have 80% in-stent restenosis and de novo stenosis during a follow-up visit. The patient was hospitalized and a 4.0mm xience v stent was implanted for treatment reducing the stenosis to 0%. On (B)(6) 2012, the event was noted to be resolved and the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of restenosis is a known observed and potential adverse event as listed in the rx acculink carotid stent system electronic instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.